Manufacturer narrative:
The supplemental report is submitted to correct the initial MDR field h4.

Manufacturer narrative:
The suspect device was evaluated by olympus. The unit failed inspection due to no image produced when tested with olympus series 180 scopes; the cause was isolated to a faulty printed circuit board (ap and dr patient board set). In addition, it was noted that excessive dust was present inside the unit. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the following factors likely contributed to failure of the ap and dr patient board set: deterioration, associated with the age of the device and the presence of excessive dust inside the unit. As stated in the instructions for use, as a preventive measure, "clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating."

Event description:
A user facility reported to olympus that the front panel connector was broken and returned the device to olympus. Upon evaluation of the returned device, it was found that an image was not produced. There was no patient injury or harm, associated with the problem, reported to olympus.